Manufacturer narrative:
This supplemental is being submitted to include additional information received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the middle of a diagnostic echoendoscopy procedure the vision on the ultrasound gastrovideoscope was lost when removing the needle. The issue caused a 1 hour delay in the procedure since the vision was almost null. The patient was under general anesthesia/sedation at that time. The procedure was completed with the same device. There was no reported patient injury or harm.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus and a gap between the acoustic lens and ultrasound probe was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the 1-hour procedural delay occurred, due to the reported (non-reportable) image issue. However, the root cause of the reported adverse event and the device failure (gap between the acoustic lens and ultrasound probe) could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) in section: evis exera ii ultrasound gastrovideoscope, olympus gf type uct180. Important information- please read before use: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. This supplemental report includes an update to h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.